Event description:
It was reported that a leak occurred. A intellanav mifi open-irrigated catheter was selected for a pulmonary vein isolation procedure. It was noticed at the end of the procedure that the irrigation tubing had cracked at the hub and was leaking blood and saline onto the floor. The catheter was merely removed as the procedure had already been completed. No patient complications occurred.

Manufacturer narrative:
Device evaluated by manufacture. A luer lock is firmly attached to the luer fitting. A stopcock with a missing luer lock and an irrigation tubing set were also returned. The irrigation tubing is torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, main body tubing, distal end, and inside the irrigation tubing. Dried saline found on the distal end.

Event description:
It was reported that a leak occurred. A intellanav mifi open-irrigated catheter was selected for a pulmonary vein isolation procedure. It was noticed at the end of the procedure that the irrigation tubing had cracked at the hub and was leaking blood and saline onto the floor. The catheter was merely removed as the procedure had already been completed. No patient complications occurred.